Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was obtained via right femoral artery using a contralateral approach. The 95% stenosed target lesion being treated was located in the moderately calcified and moderately tortuous right superficial femoral artery. After a 035 radifocus guidewire crossed the lesion, a 5.0-8.0, 120 wanda balloon catheter was advanced to predilate the lesion. During the first inflation, the balloon ruptured at 8 atms for 10 seconds. The procedure was completed with a 5mm x 40mm mustang balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.